Event description:
Procedure type: colectomy. According to the reporter: half way through the firing, the device stopped working and locked on the small bowel. The surgeon pulled back on the knobs to release, it released, but bleeding occurred and the surgeon had to resect and add'l 1" of bowel. Tissue damage occurred. Operating room time delay was approximately 30 minutes. There was no bleeding reported in excess of 250 cc.

Manufacturer narrative:
(B)(4).